Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulties on the fifth inflation. It was further reported that the marker bands appear to have moved. No pt injuries or complications occurred.